Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 20-dec-2022, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized.

Event description:
It was reported that after a completed ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube and hospitalization. The lesion was biopsied in the right middle lobe using a 19g flexision needle. The pneumothorax was identified via chest x-ray, was moderate in size, and appeared to increase in size over time; therefore, a 3.7 cm chest tube was placed to resolve the pneumothorax. No other treatments were provided. The biopsy identified a diagnosis of adenocarcinoma (malignant). The physician reported that the pneumothorax could have potentially occurred via another biopsy modality. The patient was discharged home the next day. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.